Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture breakage occurred during continuous suturing of subcutaneous and dermal tissues together. The suture was broken at the end of suturing. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/23/2022 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6 additional h3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that an empty opened foil, an empty labeled winding former and a needle-suture piece of product code sxpp1a101 were received for evaluation, the swage and attachment area was noted to be as expected, body fluids, missing barb, and damage was noted in some barbs and the end was observed with a lineal cut possibly from a surgical instrument. The product code sxpp1a101 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and a functional test cannot be performed. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.